Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977c290, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-jan-2023. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that at some point in the past few weeks the patient's percutaneous lead had been pulled out of the epidural space and was currently in the musculature. Patient's insertion point of the lead had become infected. An x-ray of the lead was performed. A surgery is planned to removed displaced infected lead on (B)(6) 2019. Issue not resolved at this time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause was unknown. The patient states there was no traumatic event. Information was confirmed by the doctor. No further complications were reported/anticipated.